Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend four times for the day. Customer's sensor glucose was between 158 and 62 and blood glucose was between 200 mg/dl and 296 mg/dl. Customer would call back for calibration discusion. Customer declined further troubleshooting.